Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear reservoir seal from the pump came off. The customer stated that the pump was not dropped or bumped. The customer's blood glucose level was 11.6 mmol/l at the time of the incident. The product was returned for analysis.